Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was issues with charging around 3 months ago. It was dropping percentage every day. The patient stated they charge everyday all day. They never get to the final symbol. The patient was directed back to their healthcare professional (hcp) to check the battery. The caller stated they sent their recharger once, the date was unknown. No patient symptom or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had been charging the ins day and night for probably 3-4 hours per day because otherwise they could not maintain a charge at 25% or 50%. The patient reported that they could never get the ins to charge to 100% full since sometime in august, 2016. The patient reported that no matter how long they charged for, the ins battery stayed at 75%, and they never saw the charge complete screen. The patient reported they sat in a chair charging the ins for 2-2.5 hours and the ins battery increased from 50% to 75%. The patient reported receiving 8 coupling bars, and that they always kept the recharger plugged into the wall when charging the ins. The patient reported that they never let the ins deplete below 25%. The patient reported they have an appointment in january with their managing healthcare provider (hcp). No further patient complications have been reported as a result of this event.